Event description:
The customer reported that the cartridge was not fitting properly on the pump, causing concern about cartridge attachment. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through a series of inspections and instructed the removal of an o-ring from the pneumatic tap. The customer was also advised to clean the tap area and fill a new cartridge. After following on-screen instructions, the customer successfully loaded the cartridge into the pump and resumed insulin therapy.